Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of a micro-stent, it would not stay in the proper position - it was extruding towards the anterior chamber. The implant was attempted three times with the same device without good positioning. The device was not implanted and there is no reported harm to the patient.

Manufacturer narrative:
One opened system was received for the reported issue of the implant would not stay in proper position so it was removed. The device applier and stent inside the stent loader were returned for evaluation. The device applier was visually inspected and was found to be conforming. The stent loader was visually inspected and was fond to be conforming. The stent was visually inspected (inside the loader) and was found to be non-conforming, covered in biological debris. It appears the stent was placed back into the loader after removal from the eye. The device applier was functional tested and was found to be non-conforming, the guidewire did not extend from the stopper tube. The applier halves were then separated to visually inspect the guidewire. The guidewire was visually inspected and was found to be non-conforming, the guidewire was kinked and separated. A second visually inspection of the guidewire for the wiggle retention was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned guidewire is consistent with damage that can occur when the applier stopper tube is not properly aligned in the stent loader during stent loading; however when the guidewire became damaged during the multiple implanting attempts is unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).